Event description:
It was reported that during a scheduled vena cava filter retrieval, it was discovered that the filter had migrated caudally 2 to 3 cms, had tilted greater than 30 degrees, and had 2 legs in the renal vein. The filter was implanted approx 4 mos earlier suprarenal, for dvt's. It was implanted suprarenal due to the pt having a duplicate left renal vein and a duplicate right iliac vein. The pt was asymptomatic. The dr was unable to retrieve the filter, so it remains in the pt at this time. The pt remains asymptomatic and there was no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot # was unk. The sample has not been returned for eval as it remains implanted. Based on the inf rec'd, the results of the investigation are inconclusive, however films were provided in the complaint and the tilt was confirmed. The migration could not be confirmed and remains inconclusive. It is unk if the pt's anatomy may have contributed to this event. The root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivc's with diameters exceeding the appropriate label dimensions specified in the IFU.